Event description:
Notes: on (B)(6) 2016 at 10:26am, (B)(4) received a phone call from (B)(6) at dr. (B)(6) office. (B)(6) said they are having a major problem with one of the (B)(4) pumps. A pt that is (B)(6) pregnant was getting an infusion and the pump had continued to infuse after the IV bag and tubing were empty and it pumped air into the pt. Pt was complaining of shortness of breath. They'd called 911. We contacted the MFR of the IV pump immediately ((B)(4)). (B)(6) with (B)(4) collected all of the info that we had as communicated by (B)(6). (B)(6) returned my call within minutes (10:45am) and reported that the pt was now being cared for and the paramedics were with the pt. Prior to the pt's reaction the pt had been receiving an infusion of infed. The pt needed to use the bathroom and when she was returning from the bathroom had complained of shortness of breath and then started having a difficult time breathing. A few minutes later, (B)(6) called (B)(4) and told me that he had gathered as much info as he could over the phone and had told (B)(6) to discontinue using the pump, don't change any of the data and send in the pump and any other administration sets used. I told (B)(6) I would pick it up today and ship it overnight to him. I immediately picked up the pump and set. While there I was able to speak with (B)(6). (B)(6) is the rn that was providing IV therapy and caring for the pt. (B)(6) reported that the pt had tolerated the peripheral IV "trial dose" infusion, the pump had operated correctly and had alarmed upon completion. The IV bag and tubing were disconnected and replaced by the prescribed dose of infed with a new tubing set. The tubing was loaded and the pump ran is indicated. When the pt said she needed to use the bathroom and she felt fine. (B)(6) noticed that the IV pump was still pumping but that the IV bag and tubing set were completely empty. The pump had not alarmed or shut down. Upon returning from the bathroom, (B)(6) noticed that the pt didn't look well and asked if she was ok. The pt reported that she felt a little nauseous and began experiencing shortness of breath. I asked (B)(6) if this could have been a reaction to the IV infed or could the pt have experienced another unrelated response. (B)(6) said this could happen but there is no way of knowing right now, but they have to consider a pump-malfunction. (B)(6) said the pt was given a dose of solumedrol. Further details regarding the pt and therapy per (B)(6); this is the first time this pt had received IV therapy at this practice. The only infusions she had received on this visit were the trial infusion dose of infed and then the prescribed IV dose of infed. I recommended to (B)(6) to put every detail that she could recall about the pt and procedure into her report for (B)(4) in order to best investigate and troubleshoot the pump and set. Upon returning to (B)(4). I recorded the pump info and packaged up for (B)(6) priority delivery. At approx 1:30pm, I spoke to (B)(6) again by phone and she reported that the pt had recovered and had been sent home from the hospital.